Event description:
It was reported that the patient presented for routine check-up and the device could not be interrogated. Several attempts were made to interrogate the device but were unsuccessful. The device was explanted and replaced. That patients condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.